Event description:
Reportable based on analysis completed on (B)(4) 2012. It was reported that during percutaneous transluminal coronary angioplasty, the stent was unable to cross the lesion. The 2.25x24mm taxus liberte stent was advanced but was unable to cross the lesion. There were no patient complications reported. However; returned device analysis revealed a shaft fracture.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by manufacturer - a visual and microscopic examination identified a hypotube break 274mm distal to the strain relief. Several smaller kinks were also noted along the entire length of the hypotube. This type of damage is consistent with excessive force being applied to the delivery system. The crimped stent, balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).